Manufacturer narrative:
The device was returned for analysis. The reported ¿needle of the proglide did not connect correctly¿ was not confirmed as not all components were returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using the pre-close technique prior to an abdominal aortic aneurysm (aaa) procedure. Reportedly, the needle of the proglide did not connect correctly. The threads [suture] was missing. The suture of a new proglide device was successfully pre-placed. The sheath was greater than 8.5f and the aaa procedure was completed. Hemostasis was achieved with the pre-placed proglide suture in the preclose technique. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.